Manufacturer narrative:
According to the final report of the (B)(6) on (B)(6) 2016, the subject device complied with 2012 design recommended criteria of dgkh, dgsv, aki, degea, dgvs, ak edg, rki, and bfarm, because microorganisms which may cause health injury were not detected from the subject device. If additional information becomes available at a later time, this report will be supplemented.

Event description:
The subject device has been returned to olympus due to cultivation test positive. Olympus reprocessed the subject device and the cultivation test was performed. The cultivated sample was analyzed by the (B)(6). The device was quarantined until the result was available. There was no patient injury reported.